Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky button. The customer's blood glucose value was unknown. Customer reported that insulin pump had chipping at the battery casing and act and esc buttons stick also alarms were not as loud as used to be. Customer reported that back light was dimmer and device was slower to rewind, insulin pump had a sudden power down. Customer reported frequent battery changes around 1 to 1.5 weeks also declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly, unexpected battery power loss anomaly, rewind anomaly and back light anomaly due to buttons not responding. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.